Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Product received on; 08mar2019. Investigation evaluation . A review of the instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection were conducted during the investigation. One 5fr triple lumen non-abrm coated catheter was returned to aid in the investigation. No damage was noted on the red or white hubs. The blue hub was observed to be cracked on the opposite side of the gate. The visual inspection of the complaint device and the purchasing history of the customer, the device is most likely a c-utlmy-501j-cct device. This was not confirmed by the customer, the device will remain trended as "unknown". The returned catheter is sold in three different cook sets/trays. Though the customer has only purchased one type of those sets/trays from cook, the device used in this instance could have been purchased by the customer from a third party. Leak testing was performed on each hub by connecting a syringe to each and flushing it with room temperature water. Leakage was observed at the blue hub, but not at the red or white hubs. Recreation of the reported failure mode confirms the complaint as originally reported by the customer. Lot information was not provided by the user facility to aid in the investigation, therefore a document based investigation evaluation could not be performed. A supplier investigation was performed for the returned device and determined the component is most likely supplied to cook from an external supplier. Cook informed the supplier of the event on (B)(6) 2019. A supplier evaluation was not requested as the specific lot information not provided. Based on the information provided, the results of the investigation, a definitive cause could not be established. Appropriate measures are being taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As initially reported a 5 fr. Double lumen catheter had a crack in the blue lumen. The crack was noted after blood cultures were drawn. Additional information was provided on (B)(6) 2018. The central line was placed on (B)(6) 2018. The device had been in place and was removed eight days after placement. A new line was not placed. The crack and leaking were discovered two hours after blood cultures were drawn. As reported, there were no adverse effects on the patient due to this occurrence. The device rpn and lot number and additional event details have been requested. At the time of this report no new information has been received.